Event description:
It was reported from ous that the holding pin heads were broken. The issue was noticed after the surgical procedure. There was no delay to surgery and no patient adverse event reported. There were no pieces that fell into the surgical site; therefore, no pieces were left in the patient. The surgery was completed without any issues. No additional information is available from the contacts about this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. Findings: one mini headed fixation pin was reported in the experience report; however, two pins were returned. Both pins appear to have the same failure, therefore were both evaluated in this investigation. The fractured heads of the mini headed fixation pins appear consistent with applying a bending moment to the proximal head of the pin with the pin puller instrument. Tension was likely applied to the pin puller at an angle rather than axially as intended. Most likely underlying cause: based on previous similar investigations, the broken pins reported were likely the result of applying a bending moment to the head of the pin with the pin puller, which allowed for the proximal rim to fracture. Rmr review: the risk is captured. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. No patient adverse event there were no parts/pieces that fell into the surgical site. An investigation was conducted: based on previous similar investigations, the broken pins reported were likely the result of applying a bending moment to the head of the pin with the pin puller, which allowed for the proximal rim to fracture.